Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported the injection of her humapen savvio device was not working. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1311v05, manufactured november 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device is not accurate or injection screw / ratchet not moving. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This solicited retrospectively reported maternal case reported by a consumer, via a patient support program (psp), with additional information from initial reporter concerned a (B)(6) female patient of unknown origin. Medical history included current pregnancy with advance maternal age, allergic reaction and diabetes when she got pregnant (reportedly, she got pregnant by (B)(6) 2016). Her blood sugar level was fasting 240 mg/dl and postprandial 260 mg/dl at the first month of her pregnancy. Concomitant medications included insulin human for previous values of blood sugar. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30) via reusable pen (humapen savvio color grey) 20 iu each morning and 10 iu each evening daily, subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2016. The mother began human insulin isophane suspension 70%/ human insulin 30% during the first trimester (by (B)(6) of pregnancy approximately) of the pregnancy on unknown week. Neither date of her last menstrual period nor her estimated due date were provided. While she took insulin human and her blood sugar fasting became 100 and postprandial 130 at the second month of her pregnancy. On (B)(6) 2016 she had an abortion during the (B)(6) of pregnancy (miscarriage). This event was considered serious due to medical significance. It was reported that the abortion was due to accumulation of glucose in blood. This event was considered serious due to medical significance. Sometime while taking human insulin isophane suspension 70%/ human insulin 30%, the humapen savvio was not working further described as the screw did not work, she used an insulin syringe instead and she felt pain at site of injection (pc: (B)(4) / lot: 1311v05). The report did not include any prenatal testing. Outcome of the event accumulation of glucose in blood was not recovered. Outcome of the abortion and injection site pain was unknown. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The user of the humapen savvio grey were unknown and his/her training status was not provided. The humapen savvio grey model duration of use and the humapen savvio grey duration of use were not reported. The action taken with the humapen savvio grey was unknown. The suspect device, which was manufactured in nov2013, was not returned to the manufacturer. The reporting consumer did not provide an opinion of causality for the exposure event; the exposure event was entered for tracking purposes. The reporting consumer did not provide an assessment of relatedness between the remaining events and human insulin isophane suspension 70%/ human insulin 30% or humapen savvio grey. Her doctor told her that the serious blood glucose increased event was due to blood sugar level was not controlled from the begging. This case was cross-referenced to the following cases: (B)(4) and (B)(4). Update 25-jul-2017: initial information received on 19-jul-2017 and follow up information received on 24-jul-2017 were processed at the same time. Edit 01-aug-2017: upon internal review of initial information, it was considered blood glucose increased as serious event, it was added injection site event and EU/(B)(4) device fields were filled. Update17-aug-2017: additional information received from the initial reporter via a psp on 13-aug-2017. Added concomitant medication and laboratory data. Recoded event to miscarriage (same pt, spontaneous abortion). Updated narrative with new information. Edit 29-aug-2017: information received from the product complaint personal on 29-aug-2017. Product complaint reference number was processed and added to the narrative. No adverse event information was received. Update 31aug2017: additional information received on 31aug2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(4) (EU/(B)(4)) device information and device return status to not returned to manufacturer. Added date of manufacturer for the pc (B)(4) associated with the humapen savvio (grey) device. Corresponding fields and narrative updated accordingly. Update 07-sep-2017: additional information received from the initial reporter on 06-sep-2017 via psp. Updated start date of the pregnancy in medical history and onset date for the event of abortion spontaneous. Narrative and fields were updated accordingly.